Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure alarm.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) after diagnosis we found that 5000 hrs maintenance (d040-00-0147) kit required. Its need to be replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a